Event description:
Related manufacturer reference number : 1627487-2022-01230. It was reported that patient experienced ineffective therapy. Diagnostics revealed that both the leads were fractured. As a result, surgical intervention was undertaken where in the both the leads were explanted and replaced addressing the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.